Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that when the deployment knob was depressed the t1 implant, the t2 implant fell off of the inserter in tandem. Sutures and implants for both t1 and t2 were removed from the patient. A backup device was available and the procedure was completed successfully. (B)(4)

Manufacturer narrative:
(B)(4): subject device was returned for evaluation. Visual examination of the returned device found the actuator in the t2 pre -deployment position. Insertion device was received without implants. A review of the device history records was performed which confirmed no discrepancies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review did not identify additional complaints for the manufactured lot number on file. Per results of the investigation, no root cause was determined. At this time, no further investigation is warranted. (B)(4).